Event description:
It was reported to boston scientific that an amplatz super stiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2013. According to the complainant, during withdrawal of the amplatz guidewire, part of the coating peeled off. No coating left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. Note: the event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. The returned device revealed the core wire was exposed.

Manufacturer narrative:
A detailed device analysis was performed on the returned amplatz guidewire; the condition of the returned device was consistent with the complaint incident: the coating peeled, the coil wire unraveled, and the core wire exposed. A device history record was performed and no deviation was found. The most probable root cause of this complaint is operational context.